Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that on the day the dental implant was placed in ada site 19 in the mouth, the implant fractured during placement. Clinician noted primary stability was not obtained. Another implant was placed in the same site on the same day. The product will be forwarded to the manufacturer for investigation. There were no reported patient complications.

Manufacturer narrative:
Exemption number: e2015015. (B)(4).

Event description:
The clinician reported that on the day the dental implant was placed in ada site 19 in the mouth, the implant fractured during placement. Clinician noted primary stability was not obtained. Another implant was placed in the same site on the same day. The product will be forwarded to the manufacturer for investigation. There were no reported patient complications. (B)(4).